Manufacturer narrative:
(B)(4). Manufacturer site postal code: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section e1. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, a central retinal artery infarction occurred after three passes were made with the 5x33 embotrap ii (et009533/unk lot #) revascularization device at the m1 segment of the middle cerebral artery (mca). The exact timing in relation to the mechanical thrombectomy procedure is currently unknown. A marathon (medtronic) microcatheter was used to infuse a thrombolytic drug known as urokinase. The patient experienced eyesight deterioration as a result of the infarction. The patient was discharged from the hospital with residual visual deficit, but ¿the patient has been followed up¿. It was reported that no anomalies occurred as the embotrap was delivered to the target lesion. There was a long, solid thrombus between the middle of the m1 and m2. The embotrap was deployed as recommended and the distal end reached the m2 segment of the mca. Clot was retrieved, but recanalization was not achieved during the first pass. Less thrombus was retrieved in the second pass, so the ace 68 aspiration catheter (penumbra) was used in conjunction with the embotrap for the third pass and more clot was able to be retrieved. The final mtici score was 3 (full perfusion). A marksman (medtronic) microcatheter was used to deliver the embotrap device. It was reported that ¿there was suspected that this ent caused by the complaint product¿. It was further reported that ¿it was soft like tron when the complaint device was withdrawn¿ and the ¿vessels were not stretched at all¿. The device is not available for analysis. No further information was provided at the time of complaint initiation. The device was not available to be returned for analysis and therefore, no further investigation can be performed at this time. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported event. Cerebral infarction is a known potential complication associated with the embotrap revascularization device and is listed in the instructions for use (IFU) as such. The root cause of the infarction cannot be conclusively determined based on the limited information available for review and without films of the event; however, vessel characteristics, tortuosity, and manipulation of devices within the patient vasculature are all factors that may have contributed. During these interventional procedures, the devices are advanced and withdrawn through pre-existing thrombotic lesions with risk of embolization of thrombus. There was no report of a device deficiency or performance issue and full perfusion (i.e. Mtici score of 3) was achieved with the use of the embotrap device. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product lot number was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, a central retinal artery infarction occurred after three passes were made with the 5x33 embotrap ii (et009533/unk lot #) revascularization device at the m1 segment of the middle cerebral artery (mca). The exact timing in relation to the mechanical thrombectomy procedure is currently unknown. A marathon (medtronic) microcatheter was used to infuse a thrombolytic drug known as urokinase. The patient experienced eyesight deterioration as a result of the infarction. The patient was discharged from the hospital with residual visual deficit, but ¿the patient has been followed up¿. It was reported that no anomalies occurred as the embotrap was delivered to the target lesion. There was a long, solid thrombus between the middle of the m1 and m2. The embotrap was deployed as recommended and the distal end reached the m2 segment of the mca. Clot was retrieved, but recanalization was not achieved during the first pass. Less thrombus was retrieved in the second pass, so the ace 68 aspiration catheter (penumbra) was used in conjunction with the embotrap for the third pass and more clot was able to be retrieved. The final mtici score was 3 (full perfusion). A marksman (medtronic) microcatheter was used to deliver the embotrap device. It was reported that ¿there was suspected that this ent caused by the complaint product¿. It was further reported that ¿it was soft like tron when the complaint device was withdrawn¿ and the ¿vessels were not stretched at all¿. No further information was provided at the time of complaint initiation.